Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine in clinic follow-up, the lv lead was found to be dislodged. The lead was explanted and replaced. The patient tolerated the procedure well and was discharged the following day.